Manufacturer narrative:
Date rec¿d by MFR: 30jul2019. Date of report: 01oct2019. The customer troubleshot with technical support. The customer determined that oxygen source was dropping to 19psi during the test. The customer used the tank and unit worked fine. Tech support advised that the original issue reported is most likely due to the rt's expectations of how long the unit should run longer on an e cylinder. The unit passes testing with no problems found. The customer reported that the issue was with the connector causing the o2 to not flow properly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer reported a flow accuracy test failure. The unit was in clinical use at the time of the reported event, but the customer reported no user or patient harm.